Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the customer experienced high blood glucose. The customer's current blood glucose was 400 mg/dl. Another blood glucose value was 360 mg/dl. The customer treated with manual injection or insulin pen. Troubleshooting was performed and customer was using the insulin pump system within 48 hours of reported high blood glucose event. The auto mode feature was inactive at time of event. The product will not be returned for failure analysis.